Manufacturer narrative:
The date of the event was reported to have occurred overnight between (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismax machine and a prismaflex m100 set, a patient experienced a cardiac arrest and subsequently passed away. During the treatment setup, the prismax machine did not seem to recognize the access pod after it was installed and troubleshooting attempts were unsuccessful. The prismax control unit was switched to another prismax machine and the same prismaflex m100 set was used. Treatment was initiated with no reported issues. At an unspecified time during treatment, the patient experienced a cardiac arrest (described as a ventricular fibrillation and a pulseless ventricular tachycardia event). Resuscitation attempts were unsuccessful and the patient passed away. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.